Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the complete electrode was returned. Visual inspection found tissue on the insulation, lead tip, and shocking coil in a few places. There was a slight discoloration on the shocking coil that commensurate with use. The electrode passed electrical testing. Further visual inspection of the notch area found one large bubble and one small bubble in the polycin vorite in the notch area. There is a crack at the large bubble. The crack goes to the surface of the electrode insulation. An underlying cause of this issue was unable to be determined by analysis.

Event description:
It was reported that the electrode was explanted during a therapy change procedure. The subcutaneous implantable cardioverter defibrillator (s-ICD) system was changed out for an implantable cardioverter defibrillator (ICD) system. There were no field allegations against the s-ICD or electrode. During standard analysis testing of the electrode, a performance issue was identified. This report is being filed to submit the analysis results. No adverse patient effects were reported.